Manufacturer narrative:
A steris service technician arrived onsite and stated that there was a large amount of water on the floor. The technician inspected the unit and found multiple leaks. The main leak was caused by a neoprene joint that came apart. The technician further inspected the unit and found loose clamps and water to be leaking from the drain seal and steam inlet seal. The technician repaired the unit, ran a test cycle and confirmed it to be operational; no further issues have been reported.

Event description:
The user facility reported that water was leaking from their reliance 444 washer. No injuries or procedural delays/cancellations reported.